Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device triggered end of life (eol) and the patient was dizzy due to the vvi pacing at a rate of 50 paces per minute (ppm). It was reported that during a trans-telephonic monitoring session approximately one month prior the battery did not give any warning of the battery nearing eol. A device replacement procedure was performed were this pacemaker was explanted and a new device was successfully implanted. No adverse patient effects were reported. This device is part of the pdm hermetic seal advisory population described in the physician communication on july 18, 2005.